Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 around 3:00am, the cgm showed low so the patient drank cold drinks but the readings did not increase and kept alerting for low. The patient called an ambulance. The patient felt "weird". When the paramedics arrived, they checked a bg and it 383 mg/dl while the cgm was still low. The patient took manually took insulin from her pump and changed the sensor. Later that day she went to the emergency room because she felt dehydrated and weak. Upon arrival, her bg was 400 mg/dl and the cgm was low. The patient was treated with IV fluids and insulin and was at the hospital from 5:00pm to 5:00am the next day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.